Manufacturer narrative:
Neither the product catalog number nor the lot number of the subject device has been provided. Therefore, a device history record review could not be performed. As no sample was returned and no images were provided for evaluation, the reported problem could not be reproduced. Potential factors that could have led or contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release may lead to an irregular stent placement and subsequent stent fracture. Also an insufficient pre or post-dilation and/or highly calcified or tortuous vessels may be contributing factors. In this case, no additional information has been provided. The reported application represents an off-label use of the device which is considered another contributing factor. Based on the information available, a definite root cause for the reported event could not be determined. See scanned page.

Event description:
It was reported that approximately 1 1/2 years post placement of a stent for a tips procedure, a CT scan demonstrated the stent to be fractured. The fractured portion of the stent was found to be located in the left pulmonary artery. Reportedly, there are no plans for an attempt to retrieve the fragment. No patient injury was reported.